Event description:
It was reported that the customer had multiple no delivery alarm. The blood glucose level is 144 mg/dl. Troubleshooting was performed and the insulin pump will be replaced.. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, prime test and basic occlusion test. No delivery alarmed during excessive no delivery test due to faulty force sensor. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.